Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
A device report from (B)(6) indicated a hospital in the (B)(6) reported: handpiece starts running without touching. Handpiece starts running as soon as the battery is inserted, without touching the triggers.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4): placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. Product codes: dzi, erl, hbe. The investigation has shown that the colibri handpiece starts running as soon as the battery is inserted. The handpiece has been dismantled and checked for conformance to the specifications. The inspection has shown that there is a short circuit in the electronics. Unfortunately, the exact cause of this failure could not be determined; a possible reason could be an overload, excessive temperature or aging of the system. Checking the sales data and reviewing the production history the occurrence rate has been defined as (B)(4) and at the moment, no further actions will be taken.